Event description:
Doctor removed nonfunctioning port and catheter. Catheter measured 15 cm. X-ray taken and confirmed a piece remained in pt. Patient was transferred to hosp with interventional radiology for removal of remaining catheter.